Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for inadequate pain relief and undesired stimulation. These symptoms had been present since permanent implantation of the evoke scs system. An x-ray was performed and no anomalies were identified. Reprogramming was unable to resolve the reported event. A revision procedure was performed and the leads were replaced.

Manufacturer narrative:
The leads were not returned to saluda. The root cause of the inadequate pain relief and uncomfortable stimulation could not be definitively determined but may be related to the placement of the leads. Evoke scs system surgical guide lists uncomfortable changes in stimulation and undesirable changes in stimulation sensation and/or location requiring surgery (including revision, explant, and replacement) as a result as a potential risk associated with the implantation and use of a spinal cord stimulation system. The manufacturing records were reviewed and product met all requirements for release. Both leads were from the same lot.